Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer fse noted that one of the cubies felt unusually hot. The cubie was removed, and foil was discovered underneath. The fse initially replaced the row board and tested the system, but the cubies did not appear. Further replacements were made, including the drawer controller, the bus controller, and the row board cable. Despite setting up the drawer, no cubies were detected, so the entire drawer was ultimately replaced. The system was then tested in test mode to confirm functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and the user felt that the cubie was hot. There were no delay, no adverse events or injuries reported based on this event.